Event description:
Keypad entry anomalies were observed during baxter's evaluation of a spectrum pump. Any pt involvement, injury or medical intervention is unknown.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found to be out of specification in relation to the reported symptom, which was reproduced. Keypad anomalies was confirmed and was determined to be caused by a failed keypad. It was observed that when any remaining functional keys are selected, an automatic output of the [ok] key will occur following the selected key's function, interfering with the mdl drug search. The failed keypad was replaced. Baxter has initiated a CAPA to further investigate this issue.